Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 14mm, diameter 2.5mm was used to treat a lesion in a patient. It was reported that the stent came off the balloon. The cd of procedural images was not returned to medtronic for evaluation. The stent delivery system was returned for evaluation. On review of the returned device, the hypo tube was bent and wavy. Crimp brake impressions were evident on the un-inflated balloon. The returned stent was off the balloon and was severely damaged. There was no damage noted to the balloon or catheter tip.

Manufacturer narrative:
(B)(4): evaluation results: dislodgement. Evaluation conclusion: limited information.